Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to an md letter and implant tracking log only. While the implant tracking log shows a davol flat mesh was implanted, there is no information indicating when or where the flat mesh may have been implanted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: ni/ni/ni--patient underwent an unspecified procedure with implant of a davol flat mesh. Ni/ni/ni--patient underwent an unspecified pelvic procedure with implant of a non bard/davol "ivs" mesh. Ni/ni 2015--patient underwent exam under anesthesia, cystoscopy and explant of the non bard/davol "ivs" mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.